Event description:
In 2009, pt's nurse requested assistance setting up the infusion device. She reported when she placed the battery in the infusion device she received an e8 (power interrupt) alert. Nurse reported she did not know if the infusion device was put in stop mode before removing the battery. Assisted her with clearing the alert. Assisted nurse with setting up the infusion device. Nurse reported she tested the pt's blood glucose with a reading of 401 mg/dl and she has had 3 higher readings that were as high as "hi" on the meter. Nurse reported the infusion device was attached at that time and that the pt treats herself with a bolus. Nurse doesn't know when pt changes the adapter. Advised it needed to be changed every 10th insulin cartridge change. On follow up call to nurse five days later, she stated pt was in the hospital and would need to speak with her. On follow up call the following week to pt, she reported she got out of the hospital the day before and that she was admitted eleven days ago. She stated she was still having higher than normal readings on her backup infusion device and ended up going into the hospital. She stated she was unconscious for 6 hours. Pt reported she was treated with medication for a seizure and was immediately taken off of the infusion device and put on injections. Pt reported both of her infusion devices were not working and her doctor wanted her to stay on injections. Pt reported her readings had been as high as the 500's mg/dl and since she has been on the injections her blood glucose is still not regulated but not as high as it was. Product was replaced and requested return of suspect product for evaluation.